Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels since pump start. Bg values were not provided. Customer uses room temperature insulin and follows cartridge labeling during pump use. Customer performed insulin changes and infusion set site changes to address the issue however, elevated bgs continued. Reportedly, the customer reverted to alternate therapy for diabetes management.